Event description:
Clinic notes were received indicating that the vns patient had a severe generalized tonic clonic seizure that day before his office visit on (B)(6) 2014. The patient continued to average a couple seizures every week described as a brief stiffening of the body and slumping over. The patient was seizure free for a while until recently. The patient¿s device was interrogated and found to have less than 20% battery life which the neurologist believes may be causing the recent increase in seizures. Surgery has been planned but no known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent generator replacement due to end of service. The generator was received for analysis. Analysis is underway, but has not been completed to date.